Event description:
Reporter alleged patients' blood glucose measured 444 mg/dl on the blood glucose monitoring device compared to a lab measurement of 198 mg/dl when testing was performed immediately afterwards. It was stated patient was given 10 units of insulin based on the lab result, however, no other actions were taken as a result. A request was made for the return of the suspect device and replacement product was sent.